Event description:
The manufacturer's representative (rep) reported the consumer's implantable neurostimulator (ins) pocket was open with the ins exposed. It was unknown what led to this event. The healthcare provider's plan was to treat the consumer with antibiotics and explant the entire system on (B)(6). The system was going to be replaced at a later date after the consumer healed. The issue was not currently resolved. Relevant medical history includes spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.